Event description:
The customer reported the insulin pump cracking and pieces breaking off. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Pump was received with cracked lcd window at bottom right side corner, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads.